Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) sensor lost communication with the ilet pump while the dexcom app on the user¿s phone remained paired, and the user did not receive sensor alerts. No adverse clinical symptoms reported. Outcomes included successful restoration of sensor-to-pump communication during the call after re-pairing, with no further assistance required. User support included troubleshooting and user education to re-establish the sensor-to-pump connection. Investigation of this case revealed a communication pairing issue between the cgm sensor and the pump that was resolved by re-pairing, with no device hardware failure observed. It was concluded, based on previously established findings for similar reports, that the cause was user-device connectivity and pairing factors.

Manufacturer narrative:
Initial.